Event description:
According to the reporter, during a robot-assisted lung wedge resection, the device was unable to fire. Another device was used to complete the procedure. No patient injury has been noted.